Event description:
Additional information was received stating that the guidewire tip was advanced approximately 5cm out of the catheter tip during the inflation. The number of times the balloon got inflated and deflated was unknown. The injection rate was normal. The type of syringe used during inflation/deflation of the balloon was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Initial reporter information not reported due to region's privacy laws. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during preparation, for test inflation, the wire was extended about 3-5 cm from the tip, but the balloon could not be sealed. No patient was associated with this event. Additional information was received reporting that the device and any accessories were prepared as indicated in the IFU. The product was replaced with another company's one then the procedure was successfully completed. It was clarified that the report that the report that "the balloon could not be sealed" meant even with inflation, liquid leaked from the tip. The cause of the event was unknown. It was unknown if the detachable injection port was used. It was unknown if the physician shaped the guidewire tip and what the contrast ratio that was used. The issue was found during setting prior to use.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the ballon leak was at the tip.